Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer performed repeat testing on the same instrument, which resulted as expected. The customer then ran quality controls, which resulted within range. The cause of the discordant, falsely elevated na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The sample was repeated on an alternate dimension vista instrument and on the original instrument, resulting lower. New samples obtained from the patients were tested on the original instrument, and the results matched those of the previous repeats. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.